Event description:
It was reported the pt is not receiving adequate coverage. Reprogramming was unsuccessful. An impedance check revealed low impedance. Fluoroscopy revealed possible lead migration. Surgical intervention will not be undertaken at this time due to a non-related health issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.